Manufacturer narrative:
(B)(4). Year of birth (B)(6). Concomitant medical products: 163669 00j3489122 32mm mod head cocr std neck; 010000850 3423867 g7 neutral e1 liner 32mm f. Reported event was confirmed by review of medical records received. Review of the available records identified that the patient bent forward to tie her shoes and dislocated. X-rays received states that there is lateral positioning of the cup with respect to the pelvis. DHR was reviewed and no discrepancies relevant to the reported event were found. The information from clinical suggests that the dislocation was not related to the device but was related to the surgical technique used; therefore the root cause of the reported issue is attributed to use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05116, 0001825034-2017-05171.

Event description:
It was reported patient experienced luxation and dislocation approximately two years post implantation after bending forward. Patient was treated with closed reduction. Attempts have been made and additional information on the reported event is unavailable.